Manufacturer narrative:
D10: 300-01-11 - equinoxe, humeral stem primary, press fit 11mm, 320-38-00 - 145-deg pe 38mm hum liner +0, 320-10-00 - equinoxe reverse tray adapter plate tray +0, 320-01-38 - equinoxe reverse 38mm glenosphere, 320-15-04 - rs glenoid plate r post aug, 8 deg, right, 320-20-30 - eq rev compress screw lck cap kit, 4.5 x 30mm, should additional relevant information be obtained, a follow-up MDR will be submitted accordingly.

Event description:
It was reported via a clinical shoulder study, that a 78 yo male patient who had a right rtsa, dislocated and went to a&e. They were x-rayed and provided a sling. The patient is continuing to be monitored, however there is no current instability reported. No further information.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: h3, h6, h11. The reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. A review of complaint history determined that no further action is required as no trends were identified. Should additional relevant information be obtained, a follow-up MDR will be submitted accordingly.